Event description:
The archived images on cd-rom were unreadable by the workstation. Apparently, the workstation software did not validate the recorded image or give an error message. There is a concern that this may result in possible delay of treatment.